Manufacturer narrative:
The date of event was sometime in (B)(6) 2016. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The same day, the patient was hospitalized for the reported event. The cause of the peritonitis was reported to have been due to the patient consuming outside food" but this could not be confirmed; therefore the cause was assessed as unknown. The treatment for the peritonitis included fortum and vancomycin (dose, route and frequency not reported). The fortum and vancomycin treatment was completed and the patient was reported to have recovered from the peritonitis. The pd effluent was clear. The patient was discharged from the hospital four days after hospitalization. The pd therapy was ongoing. No additional information is available.